Event description:
Following a complex angioplasty of the left circumflex and marginal bifurcation lesion three wiktor stents were placed. The first wiktor stent was placed in the marginal artery. During balloon prep the pt fibrillated and compressions were started. The delivery system was removed at this time leaving an undeployed stent. Two more wiktor stents were deployed in the circumflex artery in an attempt to keep the vessel open. However a severe left main dissection was noted with vessel closure and the pt expired.